Manufacturer narrative:
Additional codes: 2145, 2137.

Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) malaysia, alleging that his onetouch select simple meter read inaccurate. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began several weeks prior to contacting lfs. The patient reported that on the morning of (B)(6) 2019 he obtained fasting blood glucose readings of ¿9.1 then 8.1 mmol/l¿ with the subject meter, performed 30 minutes apart. The patient has type 2 diabetes and manages his diabetes with oral medication (type/dose not specified). Between the 2 tests, the patient claimed he took his usual dose of medication. 15 minutes after the second test was performed, the patient reported developing symptoms of ¿shakiness, tremors, sweating, weakness, blurred vision and increased pulse;¿ symptoms he associated with a low blood glucose excursion. In response to the symptoms, the patient claimed he tested his blood glucose with the subject meter and obtained a result of ¿8.1 mmol/l¿. Despite the result obtained, the patient claimed he treated himself with a glucagon injection and within 15 minutes the symptoms had resolved. No other device was used for testing. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csa noted that a quality control test was unable to be performed. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.